Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and/or calcium at the arterial implantation sites. Furthermore, potential device or procedure related adverse events may include endoleaks, improper component placement, and vessel occlusion.

Manufacturer narrative:
Additional aaa® devices included in this report: pxc121200/11158774. The review of the manufacturing paperwork verified that these lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt231216/13307987, pxc121200/11158774). It was reported that a 7x5 gore® viabahn® endoprosthesis with heparin bioactive surface was implanted to bridge with the contralateral leg component into the external iliac as the patient's external iliac was 5 mm in diameter. On (B)(6) 2015, the patient was complaining of abdominal pain, after examination by the physician, it was determined the patient had ischemia colitis and was in need of a reintervention. The reintervention was performed on (B)(6) 2015 and the physician removed a portion of the patient¿s colon. The patient tolerated that procedure and no further adverse events have been reported.